Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the clip would not feed into the jaws of the device. There was no pt consequence. Add'l info rec'd on 08/13/97. It was stated by the affiliate that the jaws of the device would not open after the sixth firing. Because of this add'l info, rptr changed the nature of inquiry to would not open.

Manufacturer narrative:
H6; damaged firing mechanism. Product complaint analysis team has completed its investigation of the device which was returned to co. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: batch numbe, k00u3a; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, fired and position/condition of wedge sleds, fully fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechansim, damaged; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, n/a. Analysis conclusion: based upon info received and visual examination, it was concluded that instrument was returned with bent closure ring tab, which prevented anvil from opening. No testing could be performed due to condition of instrument returned. No conclusion could be reached as to how the closure ring tab had become bent. It instrument was fired over tissue that is too thick, instrument will not function properly. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.